Event description:
Crna (certified registered nurse anesthetist) reported to circulating nurse, that the patient was beginning to slide down the bed. The patient is positioned for surgery with the nublue positioning pad in lithotomy and placed in reverse trendelenburg. The surgeon was made aware, and the bed was flattened and ensured the patient was still in correct positioning. The bed was subsequently repositioned for remainder of the procedure.